Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning. The right cylinder had a hole causing fluid loss. The device was removed and replaced. There were no patient complications.